Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead warning sounded due to variable lead impedances at the patient's first office check since the lead revision. The lead had been revised a few days prior to the lead warning due to a lead dislodgement. There were also noted unacceptable thresholds. The clinican called to discuss and test available lv lead configurations. The lead remains in use. No patient complications were reported as a result of this event.